Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a segura basket was used during a cystourethroscopy, with ureteroscopy and/or pyeloscopy; with lithotripsy including insertion of indwelling ureteral stent (e.g. Gibbons or double j-type) procedure performed on (B)(6) 2018. During procedure, ureteral perforation occurred. Stent uret universal firm set 6frx28cm g is a possible treatment.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates is unknown. This event was reported by post market clinical research specialist ii. The initial reporter facility name is: (B)(6). (B)(4).